Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 16mm amplatzer amulet was implanted on (B)(6) 2022. One week post procedure, on an unknown date, the patient went to the emergency room for chest pain. At first the ER physician thought it was due to atrial fibrillation (a-fib) with rapid ventricular rate (rvr) and cardiovert the patient multiple times. A transesophageal echocardiography (tee) was performed where a pericardial effusion was found and drained. Amulet device remained in place and the patient was reported to be in stable condition.

Manufacturer narrative:
An event of pericardial effusion and chest pain was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
N/a.